Event description:
It was reported that the insulin pump alarmed no delivery while being at the doctor's office. It was stated that the alarm was unable to clear and the customer was sent to the hospital. The mother stated that the customer was treated with her back up plan. Had mother disconnect the tubing from the child to rewind and prime, but the no delivery alarm triggered while priming. Asked mother to change the infusion set and reservoir to rewind and prime once again and the insulin pump alarmed no delivery. It was stated that the customer's blood glucose were dropping from 600mg/dl. It was stated that the customer was hospitalized for diabetes ketoacidosis. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.